Event description:
It was later reported the estimated date that patient experienced an increase in seizures. The date of death was provided. Session report received. In respect of reaching out to the coroner and the physician for the cause of death and increased seizures, the local rep is unable to do this as this is deemed as confidential information. The device has shipped. The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
The device has been received into product analysis. No other relevant information has been received to date.

Event description:
It was reported that patient passed away due to unknown reasons. The physician performing post-mortem has explanted the vns and has inquired if the device was working properly before the patient died as the patient's family did not believe the device was working properly. The device had yet to be interrogated. It was later reported that no further information would be available until the pathologist sends a report. The explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Product analysis was approved on the generator. Visual observations are most likely associated with manipulation of the device during the implant/explant procedures. There were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
It was later reported that the device was interrogated. The device is showing high impedance and low output current due to it no longer being connected. Therapy remains enabled. The rep has advised that we cannot say whether this was an issue prior to disconnection without conducting a data download. The high impedance will not be captured as this is expected when the device is not connected to lead and nerve. No other relevant information has been received to date.

Event description:
It was later reported that the family apparently did not think the device was working because she had recently had an increase in seizures which was never reported and the device was not checked prior to the death. The coroner is not suggesting anything was wrong with the vns system. The device is available for return. No other relevant information has been received to date.